Manufacturer narrative:
Date of event: exact date unknown, event occurred a month and a half ago from the date manufacturer became aware of the event. Explant date: procedure was done a month and a half ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 19292858 / 19292858.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an explant procedure. Explanted devices will not be returned.